Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was disposed of by the hospital.